Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted (B)(6) 2015 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated a polarity switch. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high undefined impedance, polarity switch, an apparent lead fracture and atrial paced beats were out of range. The ra lead remains in use. No patient complications have been reported as a result of this event.